Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. It was noted that this lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements over the past year up to greater than 125 ohms. Technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that a chest x-ray was performed and the lead appeared to look normal. The physician would continue to monitor the patient. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was later explanted and replaced due to high shock impedance measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements over the past year up to greater than 125 ohms. Technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that a chest x-ray was performed and the lead appeared to look normal. The physician would continue to monitor the patient. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements over the past year up to greater than 125 ohms. Technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. The lead remains in service.